Manufacturer narrative:
Device was not returned. Reported lot 3456323 (mfg date 5/2017) was manufactured and released with no exception documents cited.

Event description:
Etoposide special tubing connected to spiros connector was transfusing. The patient overextended and the IV tubing and the spiros snapped from the connector. Approximately 15ml of the drug spilled. Unprotected chemo exposure was reported.